Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a surgical excision of skin tumor procedure on (B)(6) 2019 and suture was used. It was reported that the problem of pulling off suture needle happened during the surgical excision of skin tumor. Changed another one to complete the surgery. There was no adverse patient outcome. No further information is available.